Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, while being extracted during a system revision procedure, the tip portion on this right ventricular (rv) lead separated and remained in the patient's right ventricle. It was also noted that this rv had exhibited high pacing thresholds prior to being previously abandoned. No additional adverse patient effects were reported.